Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The nonconforming power supply was replaced to address the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power supply. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system was turned on for testing and when the staff returned they found the system had turned itself off. The button was pressed but were unable to turn the system back on. There was no patient involvement.